Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy functional end to end anastomosis procedure, they connected the cartridge to the handle and checked the jaws opening/closing. Then the surgeon clamped the tissue and tried to squeeze the handle, however could not. Replaced by a new cartridge, the firing was completed with no problem. They noticed some staples came out of the staple pocket of the cartridge in question. The status of the patient is no problem.